Manufacturer narrative:
According to the facility the harmonic tip melted during use. The sample is not available for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the harmonic tip melted during use.